Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot#: 3000273245 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17617-torque value for the in-process specification on the collar pull strength is currently under review and included products in this ncmr are impacted. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 cannot be energized and the vessel cannot be cut. The jaws were inserted while closed. There was some resistance at the initial stage of insertion. The setting was maintained at 3. They replaced the extension cable, but it made no difference. When a new device was brought out and used, there was no problem, the operation was successfully completed, and there were no problems with the patient. No procedural delay.

Manufacturer narrative:
Trackwise (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.